Event description:
Healthcare professional reported left side "presence of retroglandular breast implant with multiple folds of the polymer and presence of fluid with debris in large quantities around the prosthesis." Device remains implanted.

Manufacturer narrative:
Initial reporter continued: fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: presence of fluid with debris in large quantities around the prosthesis.